Manufacturer narrative:
The white stains might be caused by the curing of the cyanoacrylate glue. This is the vapor of the glue. White stains on the instrument is concluded as reportable. This reportable event was identified during a voluntary retrospective review of all complaints since 2015 by the manufacturer (dutch ophthalmic research centre b.v.). Details of this activity were discussed with cdrh office of compliance ((B)(6)) during a tele-conference on (B)(6) 2017. All available information has been disclosed. This complaint has now been closed.

Event description:
A report from (B)(6) has been received. The following has been reported: discovered white stains on the trocars (the knife as well and the shaft). All information has been disclosed.